Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to test for battery out limit alarms due to intermittent button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.